Manufacturer narrative:
(B)(4).

Event description:
The patient's mother reported that the patient (in hospice started having constant seizures the day before. She used the magnet during one (she had never done this before) and it caused the patient to moan in pain, cough, shortness of breath, and to have issues swallowing. She said he also had an increase in heart rate and a decrease in blood pressure. Later she reported that the patient's hands had started shaking since the seizures started. She noted that the patient had been taken off topamirate 2 months prior, but had been doing fine until the day before. She was concerned that there was something wrong with the vns or if the vns was depleted. She indicated that the patient had been having trouble swallowing and she needed to suction out saliva from his throat. His eyes get red and she thinks he's in pain. He had slurred speech. These events were not associated with stimulation and were occurring all the time. She did state that she loved the device and it helps her son, but was concerned about these events lately. The company representative followed up. He noted that the generator was functioning normally and the battery was ok. (50-75%). Upon follow-up with the patient's mother, it was noted that the patient had major issues due to an inoperable brain tumor and was in hospice. The tumor was getting worse and a lot of things had gotten worse for him since the tumor started. The mother couldn't correlate whether reported adverse events were with the vns or the tumor. Due to the patient being on hospice, the patient didn't have a neurologist assessing the vns with regards to his symptoms at the time of the report. No further relevant information has been received to date.